Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator oversensed myopotentials. Programming changes were implemented to resolve the issue. The patient was in stable condition.